Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg had reached end of life. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Additional information indicates the device met 75% expected longevity. There is no device malfunction.

Event description:
Additional information indicates the device met 75% expected longevity. There is no device malfunction.